Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that  for the last 2 weeks they have been experiencing that their stimulation is turning off on it's own. Pt states they have not physically turned it off themselves and or changed programs when this has happened. Pt states they keep seeing session has timed out and believes this is what is turning off stimulation. Pt states there were 3 different occasions that they have woken up at night and wet the bed. Pt states they are concerned that something is wrong with the lead since they weren't wetting the bed even before the had the device put in. Pt also states they are seeing communicator not found on a daily basis. Pt services reviewed reasons pt could be seeing communicator not found and had pt attempt to reconnect all equipment while on the call. Pt confirmed everything is functioning properly. Pt services also reviewed meaning of session has timed out screen and ways the therapy could be turned off. Pt services recommended documenting when therapy turns off and bringing I t to the doctor to look at history and determine what the root cause is. Pt states the doctor tells them to call the manufacturer and the rep,  the issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt states they have an appointment on march 10th.